Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The patient was asymptomatic and no further noise was observed. On (B)(6) 2018, the patient presented in clinic for follow up. It was noted that the lead noise continued. No therapy was delivered. Noise was reproducible when the patient twists to the left side, hugging himself, or when the patient pushes down on the arms of a chair to hoist himself up. The lead was reprogrammed and replacement of the lead was discussed.

Event description:
New information on 3/5/2018 stated that lead damage was suspected and was capped and replaced on (B)(6) 2018. The patient was in stable condition prior, during, and post operation.